Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the entire image was blurred due to damage to the charge coupled device (ccd) unit, the entire image was blurred due to sliding error of movable range that occurred in the zoom scope, and the entire image was blurred due to damage or deformation of the connector. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "operation manual inspection of the endoscopic system operation manual important information ¿ please read before use warnings and cautions" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying a blurry image. It is unknown when the problem was found. There was no harm or user injury reported due to the event.